Manufacturer narrative:
Qc was within customer's specifications before and after the event. System check info was not supplied for timeframe surrounding this event. A field service engineer (fse) was in the customer's lab for unrelated issues in 2007: a) the fse performed a major preventive maintenance (pm) to the instrument. B) the fse indicated that no hardware issues were noted at this time. C) the fse verified the instrument performance per established procedures. Based on available info, the customer called to inquire about scantibodies tubes and heterophile interference. They did not have add'l sample to send to beckman coulter inc. (Bci) for investigative testing. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding consistently high troponin (accu tni) results for one pt's samples that were generated by the access 2 instrument. The customer reported that for eleven days in 2007, a pt was drawn several times and accu tni results were in the range of 3.2 ng/ml to 4.17 ng/ml. (The actual results were not provided). In 2007, the pt was drawn twice within 2 hours of each other: one sample was tested on the access 2 instrument for accu tni and a result of 3.44 ng/ml was obtained. The 2nd sample was tested for troponin on a different instrument in the customer's lab and a result of "<0.05" was obtained. (Units are unk). The customer indicated that the elevated accu tni results were reported out of the lab and questioned by a physician as the results did not correlate with the clinical presentation for this pt. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.